Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a tonsillectomy, the bovie tip and body connection was not fully connected causing the exposure of metal which touched and burned the right lip of the patient. The user admitted that this was a user fault, and that there was no problem with the equipment so they are still using it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.